Event description:
It was reported that the glenoid trial fractured during use. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is confirmed as product was returned. Visual examination of the returned product identified signs of use and wear and tear. The outer edge of the trial is gouged in several areas. The working surface of the trial also has some gouges. One of the pegs has fractured off of the bottom side of the trial and was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.